Event description:
The customer experienced analyzer errors and saw and smelled smoke that smelled as if it was electrical. There was no evidence of fire and no fire was seen; only an electrical smell. The customer did not have to evacuate the lab due to smoke. However, the customer states that they could see a smoky haze in the lab. No one had to seek medical attention or felt ill due to the smoke. There were no patients involved in this event. The field service representative found an electronic failure and a defective cuvette controller. He checked the voltages at the cuvette controller, fluid controller, power manager and analyzer controller power control board; all voltages were within specification. He powered down and reseated all power control boards, all connectors at the analyzer mod power control board checked ok. The power supply and all fuses were also checked and were ok. He replaced the cuvette controller power control board and ran a diagnostics and functional check. The customer ran calibration and controls which recovered within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.